Event description:
It was reported that the ilet displayed repeated restart alerts associated with a consecutive motor stall, and attempts to initiate a cartridge and tubing change resulted in an unable to proceed message, consistent with a failure to infuse and implicating the motor component; the user planned to switch to backup therapy while traveling. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem was identified during assessment, with the malfunction characterized as failure to infuse and linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.